Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated but was confirmed in the laboratory setting. During this investigation it was found to have a problem with an component on o2 blender pcba. The root cause of the reported issue due to blender assembly.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it is alarming low fio2. The customer stated the ventilator or was on a patient when this issue occurred. The customer stated there was no patient harm or injury.